Event description:
A report was received that the patient was experiencing discomfort when she sits due to the battery was placed lower in the buttocks. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.